Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two boxes of the bd nano¿ 2nd gen pen needle had foreign matter. The following was received by the initial reporter: it was found damaged upon repacking and 9 black spots found in the pen needles , since we sell per box and supposed to be for repacking for this item, we will claim two boxes due to some piece is available.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that two boxes of the bd nano¿ 2nd gen pen needle had foreign matter. The following was received by the initital reporter: it was found damaged upon repacking and 9 black spots found in the pen needles , since we sell per box and supposed to be for repacking for this item, we will claim two boxes due to some piece is available.